Event description:
This report is being filed after the subsequent review of the following journal article: balderston, j., et al. (2014). Long-term outcomes of 2-level total disc replacement using prodisc-l. Spine journal 39:906-910. USA. The study objective was to determine the long-term clinical success of 2-level total disc replacement (tdr) in patients with degenerative disc disease, nine (9) to ten (10) years post-operatively. The study included fifteen (15) patients who participated in a randomized trial between (B)(6) 2002 and (B)(6) 2003. All patients underwent a 2-level lumbar total disc replacement (tdr) at l4-s1 for degenerative disc disease (ddd) with the prodisc-l. Thirteen (13) of the fifteen (15) patients were available for follow-up. The study population consisted of thirteen (13) enrolled patients; four (4) males and nine (9) females. Mean patient age was 44 years (range 35-52) and mean bmi was 26.7. The patients were assessed preoperatively at 2 years, 5 years, and more than 9 years postoperatively using visual oswestry disability index (odi). All patients had ddd at two (2) contiguous vertebral levels from l3-s1 with or without leg pain, had a minimum of 6 months of unsuccessful nonoperative treatment, and had an odi score of 40 or more. Each clinical visit included physical, neurological examinations, radiographical evaluation, and completion of a self-assessment questionnaire (odi). Satisfaction with the procedure was graded on a four (4) point scale (very satisfied, somewhat satisfied, dissatisfied, and very dissatisfied.) One patient was noted as very dissatisfied and another patient experienced a neurological deficit postoperatively. There were no device failures or major complications. This is report 2 of 3 for (B)(4). This report is for unknown prodisc-l implants, unknown part # / lot #.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4). This report is for unknown prodisc-l implants (polyethylene inlay), unknown quantity / unknown lot. (B)(6). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.